Manufacturer narrative:
Other text: h6 - evaluation codes: updated. Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The most probable cause of a "no disposable" alarm is the down stream occlusion (dso) sensor. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed no disposable clamp tubing. 3rd call for hot line tonight for alarm. Cassette reattached, tubing unclamped and pump powered on. Pump restarted and screen reads run. No patient injury.